Event description:
Patient had codman certas plus implanted on (B)(6) 2023. During a hospital admission on (B)(6) 2025, physician attempted to change patients shunt from 5 to 7 and was unable to program and adjust it. Multiple providers attempted to change the setting, including using a stronger magnet, without success. Codman certas rep was notified of this event. Revision surgery discussed with patient. This patient underwent another surgery on (B)(6) 2025 to replace the failed device.